Event description:
It was reported while using the bd phoenix¿ ast broth the user noted high mics for the drug vancomycin. The user performed repeat testing. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.